Event description:
It was reported that a revision was performed.

Manufacturer narrative:
This is not a reportable event. Further investigation determined the product was deemed unusable/broken prior to the procedure; therefore, the patient was not involved.